Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The stent was not returned for analysis. It is not known when the stent was deployed. No damage or issues were identified with the stent cup or stent holder that could potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified multiple severe kinks on the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14jan2019. It was reported that crossing difficulties were encountered. The target lesion was located in the stenosed inferior vena cava. Following pre-dilatation using an 8mm balloon catheter, a 22 x 45mm x 75cm wallstent-uni endoprosthesis stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent was deployed and detached from the delivery system. It was further reported that the stent was damaged and probably not intact on the delivery system when removed from the patient. The stent did not dislodge from the system and remained in the delivery system upon removal. There were no patient complications.